Manufacturer narrative:
Preliminary analysis identified an abnormal battery depletion.

Event description:
It was reported that on (B)(6) 2018, the subject device was explanted because of unexpected battery depletion. Reportedly, the patient has been implanted of a ventricular assistant device system in 2017.

Event description:
It was reported that on (B)(6) 2018, the subject device was explanted because of unexpected battery depletion. Reportedly, the patient has been implanted of a ventricular assistant device system in 2017.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that on (B)(6) 2018, the subject device was explanted because of unexpected battery depletion. Reportedly, the patient has been implanted of a ventricular assistant device system in 2017.